Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in clinic for follow up when the device was observed to be in back up vvi. Download successfully restored the device. The patient received inappropriate therapy. The device remains implanted.